Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a a loss of consciousness, was able to self-treat with "something sweet", and received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, was able to self-treat with "something sweet", and received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to use related issue. Reader was connected to pc and masterm, however did not recognize the reader. Reader was de-cased and downloaded reader data while in the test fixture. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a a loss of consciousness, was able to self-treat with "something sweet", and received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection on the returned reader revealed that the reader was partially de-cased and had visible dent and scratches on the side. It is probable that the damage was a result of the reader being dropped by the customer. The reader failed to power on when the button was pressed and it was not recognize when connected to pc and masterm software. The returned reader was further investigated and de-cased. Attempt to download reader data while in the test fixture was successful. The event log showed that readings were present in reader which means it's not an out of the box issue, is a use related issue. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h11 - additional mfg narrative was incorrectly documented in follow up report #1. The correction has been made.